Event description:
A senior health practitioner reported that following intraocular lens (iol) implant surgery it was observed that the trailing haptic was broken. The iol was removed and replaced for a new one. The report was concerned about the potential residual astigmatism due to the sutures. An unapproved viscoelastic was reported to have been used during the implant procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history review indicated the lens met criteria. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of an unapproved viscoelastic. (B)(4).